Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent audio output could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim a hypoglycemic event and intermittent audio output on (B)(6) 2014. The patient became unconscious while sitting in a car. Patient woke up and called patient's husband. Patient's husband treated patient with food. No further medical intervention was necessary. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were functional.

Manufacturer narrative:
(B)(4).